Manufacturer narrative:
Citation: kearney k et al. 852 long term follow-up and durability of transcatheter aortic valve implantation devices. Heart, lung, and circulation. January 2020; volume 29 (supplement 2): s420. Doi: 10.1016/j.hlc.2020.09.859. Published online: november 08, 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding valve durability, hemodynamic outcomes, and patient survival more than four years after transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between 2008 and december 2015. The study population included 116 patients with a mean age of 83 years. Of those, 63 patients were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, 26 deaths occurred during follow-up. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: surgical aortic valve replacement due to concomitant severe mitral incompetence four years after tavi, mild to moderate paravalvular leak, and elevated gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.